Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer number 2.1 was failed. A field service engineer found issues with the latch close sensor and readjusted all bus cables to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer was failed.the customer stated that there was a delay in dispensing workflow.there were no adverse events or injuries reported based on this event.